Manufacturer narrative:
The pump received with blank display anomaly due to the battery tube connector not plugged in properly to interface board. Analysis was unable to performed displacement, rewind, basic occlusion, occlusion, compromised force sensor and excessive no delivery test due to blank display. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a blank display and high blood glucose level. The blood glucose at the time of the incident was 250 mg/dl. The customer states the pump went blank without any warning. The customer performed troubleshooting, but the display did not return. The customer states the y treated for the high blood glucose with manual injections. The device will be returned for analysis.